Manufacturer narrative:
(B)(4). Eval results and conclusions: endoleak. Large angulated aortic neck with a short seal zone. Stent graft was deployed directly at the intended landing position.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm approximately one month ago. The proximal aortic neck anatomy was poor and measured 38-39 mm in diameter with 45 degree angulation, and approximately 4 cm distal to the renal arteries there was a 1 cm seal zone measuring 27-29 mm in diameter. There was also a right internal iliac aneurysm. The decision was to place the stent graft 4 cm down from the renal arteries in the 1 cm seal zone. It was reported that while deploying the bifurcated stent graft, the graft was inadequately positioned in the angle of the neck. Also, the stent graft deployment was not started higher/more proximally before pulling the device back, but instead the deployment was initiated right at where the final placement was intended. Therefore, the main body ended up being low with a proximal type 1 endoleak (see MFR. A talent cuff was inserted and deployment was again started at the intended final position and not more proximally before pulling back. There was still a proximal type 1 endoleak (see MFR 2953200-2010-01064). A palmaz p4010 stent was placed; however, there was still a faint type 1 endoleak at the end of the procedure. Another manufacturer's stent graft was placed as the contralateral limb. The right hypogastric was coil-embolized to address the right internal iliac aneurysm. No further intervention was performed and no further info was provided.